Manufacturer narrative:
Continuation of d10: 5076-52 implanted on (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope and went to the emergency room where an electrocardiogram (ECG) showed junctional escape and complete heart block. It was also noted that the right ventricular (rv) left bundle branch lead exhibited high thresholds, intermittent capture, high and varying impedances and a possible fracture. The lead exhibited loss of capture. Impedances were slightly variable. The rv threshold have been rising. During lead revision procedure, when the pocket was opened, the device was right side up but the leads were coiled together in a mess and on top of the can. The current electrograms (egm) exhibited boxy appearance. Twiddler's syndrome was suspected. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead reprogrammed before being explanted and replaced. Post rv lead replacement, it was reported that the patient had a syncope, fall and subarachnoid hemorrhage. The leads were noted to be paced with pauses. The right atrial (ra) lead exhibited high thresholds. Consistent atrial and ventricular capture could not be confirmed on current egm and possible atrial lead undersensing was n oted. Chest x-ray also shows that the leads were pulled back and dislodged. The new rv lead was repositioned and remains in use . The helix on the ra lead was unable to be retracted and repositioned. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.